Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the lead was malfunctioning (noise, inappropriate shocks), probably from a rupture of the insulating material. The ICD was also removed because of premature battery depletion (possibly related to the lead functioning). The lead and the device were explanted and replaced. Reported also from the pharmacist: a rupture of the lead resulting in noise and inappropriate shocks. The subject ICD was returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the lead was malfunctioning (noise, inappropriate shocks), probably from a rupture of the insulating material. The ICD was also removed because of premature battery depletion (possibly related to the lead functioning). The lead and the device were explanted and replaced. Reported also from the pharmacist: a rupture of the lead resulting in noise and inappropriate shocks. The subject ICD was returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the lead was malfunctioning (noise, inappropriate shocks), probably from a rupture of the insulating material. The ICD was also removed because of premature battery depletion (possibly related to the lead functioning). The lead and the device were explanted and replaced. Reported also from the pharmacist: a rupture of the lead resulting in noise and inappropriate shocks. The subject ICD was returned for analysis. Preliminary analysis of the returned device confirmed it operated as specified.